Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to a crack in the tubing, a minicap extended life pd transfer set leaked. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for 148 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. H11: the device was received for evaluation. A visual inspection with the naked eye noted a hole/ cut in the silicone tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from the silicone tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.